Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Received video shows an implanted iol on a monitor screen. There appears to be scratch or marks or lines or creases on the iol. The exact position of the marks cannot be confirmed. Based on our observation of the attached photo, there appears to be scratch or marks lines or creases on the iol. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of marks on the optical center. Additional information has been received and stated that the intraocular lens has stains and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).